Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010. On (B)(6) 2010, it was reported that approx 2 months ago the pt noticed that the ipg was moving to an angle. The pt has had an increasingly difficult time locating the ipg with both the charging system and pt programmer. A replacement wand was shipped to the pt and the same issue was experienced. The pt is pending follow-up with her physician. No additional info is available at this time.